Manufacturer narrative:
Device received with intermittently responding keypad assembly due to flattened dome switches at the express bolus, esc, act, up arrow and down arrow buttons. During visual inspection, found the keypad connector properly locked. Device passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was intermittently unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.